Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
Correction to remove the following codes in section h6 reported in error in the initial MDR: annex a: a070803, annex g: g07001, annex b: b17, annex c: c20, annex d: d15.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Returned to manufacturing facility.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.